Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000084786.

Event description:
It was reported the patient experienced ineffective stimulation due to high impedances. Patient has reported some falls. Surgical intervention may be pending to address the issue. Note : it is unknown which lead is related to this issue.

Event description:
Additional information was received that the second lead migrated. Surgical intervention took place wherein the leads were explanted and replaced and effective therapy was established.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.